Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) broke in several pieces during a procedure of a tumor removal. No patient or medical staff consequences. The procedure was completed with a replacement product available and the event led to 10 minutes surgical delay.patient is an elderly person.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - no anomalies were identified failure analysis - visual inspection with unaided eye: the unit was mildly soiled and disassembled. Spring test attempted after rewelding with a new sleeve: unit successfully passed the spring test and functioned as designed. The drill test was performed: unit successfully drilled 5 holes and functioned as designed root cause - a new sleeve was added, and the unit successfully passed spring testing and functioned as designed. A potential contributor to the reported event may have been related to the perforator's positioned angle / pressure application during use. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.